Manufacturer narrative:
The getinge field service engineer (fse) completed preventative maintenance (pm) service; however, the iabp unit was not cleared for clinical use as previously reported. The customer was advised to replace the batteries due to the charge cycle count. The customer has opted to not replace the batteries at this time. The customer was advised that the iabp unit should not be used until the batteries have been replaced. The iabp unit was released to the customer but not cleared for clinical use pending battery replacement. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
(Investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: e4, g1(contact person), h6(problem code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found the unit to have failed the pim test. To fix the issue the fse replaced the pim module and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module (pim) test. There was no patient involvement, and no adverse event reported.